Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet shut down and, when connected to power, the screen briefly turned on before shutting off again; the charger was confirmed functional with another device, and the user reported no prior damage, consistent with a device power failure and battery depletion affecting the pump module. Symptoms included interruption of insulin delivery without reported hypoglycemia or hyperglycemia. Outcomes included temporary cessation of automated therapy and the user¿s transition to manual injections while awaiting replacement. Investigation included customer interview and basic power-source verification. Investigation of this case revealed a suspected internal power or battery malfunction preventing sustained boot, consistent with a device power problem in the pump assembly; no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to power or battery failure.